Event description:
A malfunction alarm identified as malf 12 was reported with no notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.